Manufacturer narrative:
Hamilton medical ag comes to the conclusion: correction from 18.06.2024: corrected a copy and paste error in section d4 (UDI and model nr.) And section g4 (510k number). The entries were from hamilton-c6 instead of a hamilton-c3. Root cause: defective mainboard. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary:tf431017, 431014 and self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary:tf431017, 431014 and self test failed.